Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation, and the legal manufacturer's final investigation. Multiple attempts were made to obtain the customers device cleaning, disinfection and sterilization (cds) information however, the attempts were unsuccessful. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the bending section rubber was worn, the insertion part / connecting tube was deformed, and the image guide bundle had uneven illumination. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: ¿chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the oes hysterofiberscope tested positive for an unexpected contamination. The scope was sampled once. During the sampling, the scope tested positive for 1 colony forming units (cfus) of unspecified revivable micro-organisms. All channels were tested. Sampling occurred at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
As of this report the customer has not provided olympus the positive culture results and third-party confirmation testing has not been performed. The customer has not provided the cleaning sterilization and disinfection (cds) processes performed at the user facility however, this information has been requested. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.